Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not returned for analysis as it was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was caused by other device. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a stent damage occurred. A promus stent was implanted into the circumflex artery. A second promus and an additional 3.0x16mm promus element plus stent was placed in the mid right coronary artery (rca). However, the physician observed a second lesion and he deployed a second 2.25x8mm promus element plus at the posterior interventricular artery. To deploy the second promus element plus the physician crossed the first promus element plus. Then to treat the retro-ventricular posterior artery, the physician tried to deploy a non-bsc 2.25x 8mm stent, but he abutted against the first 3.0x16mm promus element plus stent. After the withdrawal of non-bsc stent, he observed axial length change of the 3.0x16mm promus element plus stent. To complete the procedure, he used a nc quantum apex balloon. The balloon was passed through the stent and inflated to flatten strut of the stent against the wall. Then the non-bsc stent was placed without issue. No further patient complications were reported and the patient status is stable.